Event description:
Related manufacturer reference number: 2017865-2024-70001. It was reported that a patient presented with an unspecified sensing issue noted on the patient's right atrial lead. During the revision procedure, the new atrial lead exhibited a lead slack issue and was unable to be implanted. A new atria lead was successfully implanted. The surgical intervention was completed on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported event of unspecified sensing issue was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.